Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn: (B)(4)) won't power on" was confirmed during the functional testing. The root cause for the reported complaint was due to the high voltage which caused one of the fuse to damage. Upon visual inspection, no physical damage was observed. During functional testing, the thermogard xp ivtm system failed to power on after multiple attempts. After replacing the fuse to remedy the power problem, unrelated to the reported complaint, the system displayed mid: 26 (low battery) error message. The lithium battery was replaced to remedy the mid:26 error message. The event log review showed occurrence of mid: 16 (software) around the reported complaint date, unrelated to the reported complaint. Following mid: 16, the system displayed mid: 26 around the reported complaint date and the user tried to power cycle the system several times unsuccessfully until a fuse was blown. However, the cause for the blown fuse is undetermined. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number: (B)(4).

Event description:
The user observed that the thermogard xp ivtm system (sn: (B)(4)) won't power on. No additional information was provided. No known impact or consequence to patient information was provided.